Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient went to emergency room and subsequently hospitalized on (B)(6) 2026 due to hyperglycemia and diabetic ketoacidosis treated with intravenous insulin followed by lantus injections along with an infusion of fluids with electrolytes. Patient found positive for ketones. Patient experienced vomiting, blurred vision, tremors, cold, sweat, frequent urination. The length of hospitalization is greater than twenty-four hours.